Event description:
The following has been reported: "sent down broken, replaced battery and membrane and found battery very low, left to charge then to troubleshoot more. On (B)(6) 2023 - found error 98 appearing more than once during testing, replaced cpu as per manual. Reconfigured settings/wifi config, upgraded sw to 2.2f, completed calibrations, and pm testing. (B)(6) 2023 - while sitting on link 4 charging unit started alarming, 2 red lights and constant alarm noise with no indication on display. Ended up changing display board. Tested again and then returned to service.". Error 98 is defined in the technical manual as a defective reset circuit. Reporting due to the referenced issue; no serious injuries were reported. More information is needed to complete the investigation.

Event description:
Device history record was reviewed and nothing was found related to the reported event. Device log history was not provided therefore no review could be performed. This complaint was registered as part of reported events sent by canadian self-served customers. The device was not returned to brézins as repairs were carried out locally. According to provided repairs information cpu board was replaced to address the technical error 98 and display board was replaced to address the continuous alarmd and display issue. Despite several requests for the parts return and attempts to collect additional information, we did not receive anything that would allow us to go further with this investigation. If further information are provided later on we may re-open the complaint and pursue its investigation. To our knowledge this complaint is not being related to patient safety. This complaint is considered as not confirmed. The trend is normal. The reported risk is lower compared to the estimated risk. For this issue as per our local procedure, we initiated no action.